Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reports pocket heating at the ipg site independent of charging and regardless of stimulation being on or off. Follow-up identifies the patient is requesting surgical intervention as the next course of action.